Event description:
The customer reported having low blood glucose and she believes the insulin pump was giving too much insulin. The caller stated that her glucose reading was 159mg/dl before bedtime and later it dropped to 45mg/dl. Then she tested in the morning and it was 122mg/dl; ate 4units of food and took 1 unit of insulin. Thirty minutes later it went down to 96 and she treated with orange juice. The glucose level was 66mg/dl at time of call. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and found that the reservoir was showing more insulin than what it was on the status screen. The customer mentioned that insulin squirted out while priming. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The units remaining in the test reservoir matches properly with the stated units left in the pump status screen.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.